Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubble while addition of the insulin into the reservoir. The customer¿s blood glucose was unknown at time of incident. The customer stated that the approximate size of air bubbles was half inch. The customer stated that they did not allowed for insulin to warm to room temperature prior to filling the reservoir. The reservoir will not be returned for analysis.